Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. Access was obtained via the radial artery. The 90% stenosed, 2.5x15mm eccentric and denovo target lesion was located in the severely tortuous and calcified distal left anterior descending artery (lad). The lesion was predilated with a 2.5x20mm non bsc balloon and then the physician attempted to advance a 2.25x16mm taxus liberte stent; however, the device was unable to cross the lesion. The device was removed from the patient and the physician attempted to advance a 2.25x12mm taxus liberte stent; however, this device was also unable to cross the lesion. The physician made a third attempt to cross the lesion with another 2.25x12mm taxus liberte stent but this device was unable to cross the lesion as well. The device was removed from the patient and the procedure was completed with an apex balloon. No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed stent movement, stent damage and a hypotube fracture.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The struts were misaligned along the entire length of the stent. The stent moved distally on the balloon so that the distal edge of the stent was 13 mm distal to the distal markerband. The hypotube had a fracture 19 cm distal from the catheter's strain relief. Kinks were identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The device was returned through a guide catheter. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.